Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the pump failed the delivery accuracy by a value of -9.15%. No patient injury or complications were reported in relation to this event.

Event description:
Investigation completed and summarized in h 10.

Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps 2120. The complaint of failing accuracy at -9.15% was not validated or duplicated as the device passed all specified testing. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. Pumps overall condition was good. Passed all functional testing.

Manufacturer narrative:
Other, other text: information was on the original RMA form indicating that there was no patient present at the time of the event and the issue occurred during testing.